Event description:
A low battery was reported. There was an impedance reading >4000 ohms on some of the bipolar pairs. Electrode 6 showed >4000ohms. Additional information received noted that as of 2012-(B)(6) the device had not been replaced. The issue was not resolved; they were waiting for follow up with physician appointment. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the stimulator and extension were explanted and replaced 2012-(B)(6). Event description: end of life, normal battery depletion. Patient recovered without sequela.

Manufacturer narrative:
Lead model # 3889-28 lot # j0231174v implanted 2002-(B)(6) explanted n/a; lead model # 3889-28 lot # v151154 implanted 2008-(B)(6) explanted n/a; extension model # 3095-10 lot # nah037224v implanted 2008-(B)(6) explanted n/a; extension model # 3095-10 lot # nah039710v implanted 2008-(B)(6) explanted n/a; programmer model # 7435 lot # nft069645p.

Manufacturer narrative:
Extension model # 3095-10 lot # nah037224v explanted 2012-(B)(6). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 7427 (B)(4) showed battery normal end of life; telemetry and output ok. Final analysis of extension model # 3095-10 lot # nah037224h showed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.